Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of embolism and transient ischemic attack (tia) are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2012, an acculink stent was implanted in a de novo, mildly calcified, 80% stenosed, left, internal carotid artery and six days later on a follow up visit the patient presented with right sided upper extremity, lower extremity, and facial weakness which had been ongoing for 45 minutes. By the time of the emergency room examination by the physician, the symptoms had completely resolved on their own without treatment. A magnetic resonance imaging (MRI) was done with abnormal findings of multiple small embolic infarctions in the left cerebral hemisphere. The patient was hospitalized and diagnosed with a transient ischemic attack [tia].there was no additional information provided.